Manufacturer narrative:
E1. Initial reporter addr 1:(B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to use of bd difco¿ salmonella h antiserum single factor t, the label was missing on one vial. There was no health impact or consequences reported.

Event description:
It was reported prior to use of bd difco¿ salmonella h antiserum single factor t, the label was missing on one vial. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: to investigate the complaint received on salmonella h antiserum t, catalog 225511, lot 2349770 the complaint entry description was reviewed. After reading through the entry description, it was determined that the customer is complaining on receiving one vial of salmonella h antiserum unlabeled. A return sample was not received, as a substitute the customer provided photographic evidence. A photo analysis was performed, the photo shows the secondary carton of the complaint lot beside the unlabeled vial. Based on the photo analysis performed the complaint is confirmed. The batch history record for the complaint lot was reviewed and found satisfactory; no discrepancies were noted during the labeling process. Retained samples of the complaint lot was inspected and labels were found to be compliant. Complaints for the product line were reviewed covering a three-year period. There have been no other complaints received on the catalog or lot number in the period reviewed. Lot 2349770 was released on september 17, 2022, the lot size was approximately one hundred and twenty-seven vials. To date no other complaints have been received related to unlabeled vials. This appears to be an isolated incident; bd will continue to monitor for trends related to label discrepancies.